Manufacturer narrative:
On 5-22-2014, an ocd field engineer (fe) arrived at the customer site to investigate the issue. A review of the tif images revealed that the cards were coming out of the centrifuge tilted. Fe performed fine tune gripper alignment for centrifuge. Checked fluidics and centrifuge speed, all were good. The fe checked images and cards are now straight. The customer ran and accepted qc. Repairs have returned this instrument to expected operation.

Event description:
The customer contacted cts to report a patient sample that tested negative on the provue while same sample tested positive with manual gel for the antibody screen test. The sample was identified as having anti-e. The ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported. (B)(4).